Manufacturer narrative:
(B)(4). This event occurred in (B)(6) - (B)(4).

Event description:
The customer received questionable elecsys tsh assay and elecsys ft4 ii assay results for three patient samples and suspected interference. Refer to the attachment to the medwatch for all patient data. The results were reported outside of the laboratory. There was no allegation of an adverse event. The customer used cobas 8000 e801 module serial number (B)(4). Refer to the medwatch with patient identifier pt- (B)(6) for the other assay.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The samples for patient 1 and patient 3 were further tested to clarify whether interfering factor due to gammopathy could be present. Patient 1: an interfering factor causing an elevated tsh and ft4 value could not be excluded. Patient 3: as the results of iga, igg, igm and albumin were found within normal limits, there was no indication of an interfering factor in the sample. Based on the results, a general reagent issue could be excluded for both samples.

Manufacturer narrative:
Samples from all three patients were submitted of investigation and interfering factors could be excluded for all samples. The tsh results for all sample were found to be above the reference range. For patient 1 and 2, the ft4 results were within the reference range. For patient 3, the ft4 results were below the reference range.